Event description:
The hearing performance with the device is affected. The measurements taken during the last audiological appointment showed a possible device malfunction. The user reported that he could hear stimulation during mapping and for about 10 minutes when disconnected from the computer. Then he reported it "shut off" and he heard nothing. The user has been re-implanted on (B)(6) 2021. This report refers to (B)(4). For further information please refer to this report.